Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of "500 or 600 something" [mg/dl], "300 something" [mg/dl], and "130 something' [mg/dl] when all tests were performed less than 10 minutes apart on the advantage system. No hyperglycemic or hypoglycemic symptoms were reported. No actions were reported taken or treatment received. Customer discarded the device and declined to have replacement product sent.